Event description:
The pt received two cypher stents in the lad. Per sales rep, nine days post index procedure, the pt experienced a sub-acute stent thrombosis in the implanted stents. This was treated with two other stents.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2009-00036. The product remains implanted in the pt, and is not available for analysis. Additional info will be submitted within thirty days upon receipt.